Event description:
The pt presented with a chronic total occlusion in the left superficial femoral artery. A 6fr cook raabe sheath was used to advance a viabahn device over a .014 confianza wire. The first viabahn device deployed without incident. During advancement of the record viabahn device, the device became stuck and was unable to access the targeted treatment site. The physician decided to re-dilate the intended site and attempted to pull the device back into the sheath; however, the device could not pulled back into the sheath. An attempt to remove the sheath and catheter in tandem was also unsuccessful. The pt was transferred to the operating room where the device and sheath were surgically removed. An 8fr raabi sheath was inserted and the procedure was completed with successful deployment of another 6x15 viabahn device. The pt was doing fine.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met pre-release specifications. The engineering eval states the device was compressed distally approximately 2 cm. The proximal end of device was flowered and the distal end of sheath was damaged. It could not be determined if there were anomalies attributable to the manufacture of this device.